Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in patient for endovascular treatment of a 64 mm diameter fusiform abdominal aortic aneurysm. The left hypogastric artery was embolized prior to the index procedure. It was reported approximately 8 years post the index procedure follow up CT revealed a type ib endoleak in the right iliac limb of the aui . The patient underwent revision of evar with right external iliac to internal iliac bypass and extension of right limb to eia and the event was confirmed as resolved. Per the investigator and sponsor the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.